Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memoryshape breast implant 315cc and experienced bilateral ptosis and a rupture on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 200cc, catalog# 3502001bc, serial# (B)(4) (left), (B)(4) (right) on (B)(6)2019. This report is for the right side device.